Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "dr. (B)(6) shared that he had completed a separate urolift case in last 3 months where patient had sustained bleeding and went to the ER post-procedure. The patient was treated in the ER but ultimately died". There has been no additional information available from the customer.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "dr. (B)(6) shared that he had completed a separate urolift case in last 3 months where patient had sustained bleeding and went to the emergency room post-procedure. The patient was treated in the emergency room but ultimately died". There has been no additional information available from the customer.